Event description:
It was reported that the nozzle unit failed to function. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The device was investigated onsite by our filed service engineer (fse). According to the received service report, after cleaning the expiratory cassette, the device presented no more errors and passed the tests without deviations. The most probable root cause of the reported issue was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there are dirt particles on the valve membrane, it may not seal correctly. Dirt particles can create leakage in the expiratory cassette.